Event description:
On 03/05/07, the company rec'd a report that the device developed a "cuff leak" during pt use. Replacement of the tube was required. This report is associated to the second occurrence in 2936999-2007-00118.